Event description:
It was reported that the device battery was depleting fast. It was also noted that the patient has a home monitor and remote transmission attempts were made, but were unsuccessful. The cause of the unsuccessful transmissions was not determined, nor was it determined there were any true transmission failures. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 5076 implantable pacing lead, (B)(6) 2012; 6947 implantable tachy lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the device was returned and analyzed. The device met 93% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.